Event description:
The manufacturer received a voluntary medwatch (mw5154483) with information alleging a patient was connected to the trilogy 100 and stopped breathing in her apartment and died. The private duty aides were not aware that she stopped breathing since there was no audible alarm. The reporter states that when they got to their mother's apartment, she was still connected to the trilogy 100 and had died. There was no alarm, and the event log did not record an alarm. The device was retrieved by the durable medical equipment (dme) company a week after the patient died. The reporter contacted philips technical support for confirmation of the time the patient stopped breathing, however the device would need to be returned for analysis and to download the information. The customer was made aware that the device must be returned to philips as the manufacturer is the only one able to download data from the internal memory and determine whether there is fault in the programming. The device was rented through (B)(6), (dme) and the reporter has attempted to contact them to determine the location of the device and stated in the voluntary medwatch that they may need the assistance of the FDA and philips to get the device returned for evaluation. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported on this device in (B)(4), MDR 2518422-2024-25962. This report was submitted as a duplicate report of the previously submitted report.